Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.